Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy after deploying the marker, as the physician was removing the applicator, the plastic tip sheared off. They stopped the case and was unable to locate the tip.